Manufacturer narrative:
(B)(4). Date sent: 4/23/2025 d4: batch # additional information was requested, and the following was obtained: : did the device lock-out (no staples deployed and no cut line started)? => unk. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? =>unk. Or, did the device fully fire and stop during the automatic knife return? => unk. Was there any difficulty opening the device? =>unk. If yes, how was the device removed from the patient? =>unk. If yes, did the jaws eventually open? =>unk.

Event description:
It was reported during a open right hemicolectomy surgery, after slr was inserted on (B)(6), it did not work when tried to fire. A new cartridge was used and the device could be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 2/25/2025. D4 batch #c9ej95. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60d reload present. The reload was received with the one-piece sled missing and unfired making it nonfunctional. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device it can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ej95, and no non-conformances were identified.